Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced high blood glucose level of 600 mg/dl. Customer experienced current blood glucose levels was 485. Customer reports they had symptoms like nausea and ears ringing troubleshooting performed for high blood glucose level. Customer does alleged possible pump under delivery. Troubleshooting was perform for high blood glucose level. The product will be return for the analysis.